Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the power supply of host pc and ippc was not producing 220v and switch indicator light was not lit up. Fse replaced the rear panel box. After replacement of rear panel, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. The fse replaced the rear panel assembly and returned the system to use in good working order.